Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the tandem-provided usb cable was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.